Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068, implantable pacing lead, (B)(6) 2001. (B)(4).

Event description:
The patient reported that their device battery depleted to three months longevity a few months prior and it hadn't even been four years since implant. It was also reported that the device was not pacing. The patient was referred to discuss a replacement time with their physician. The device remains in use. No patient complications have been reported as a result of this event.